Event description:
It was reported that during a gastrectomy, the device fired two or three malformed staples at first firing. The procedure was completed by additional suture. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.